Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented in the emergency room with muscle stimulation, the pulse generator exhibited bvvi mode. After a device software download, the device resumed normal function.